Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult removal and break of the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was advanced and deployed successfully without any issue. The second clip was also advanced and deployed successfully without issue. The lock line was retracted followed by the gripper line; however, the gripper line broke. There was a piece of line sticking out that they were able to hold on to while performing standard troubleshooting steps; however, the gripper line could not be removed. The clip delivery system was retracted which exposed the gripper line in the steerable guide catheter. At this time the gripper line was moving; therefore, was able to be removed fully from the patient. The final mr grade was 2+. The patient remained stable. No adverse patient effect or a clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and a definitive cause for the reported difficulty removing the gripper line could not be determined. The reported gripper line break appears to be a secondary effect of the difficult removal; and therefore, related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.